Event description:
Healthcare professional additionally reported late seroma and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis: visual analysis of the photographs identified: - rupture: no observe openings on the device - capsular contracture: unable to observe as it is a medical event that is not related to the device. -seroma-late:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "rupture and seroma confirmed by omputed tomography (CT) and magnetic resonance imaging (MRI)". Healthcare professional additionally reported late seroma and capsular contracture baker grade iii. Healthcare professional additionally reported left side "upper outer quadrant (14 hours) - hypoechoic formation 8x6 mm (fibroadenoma?)", which is not device-related. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture and seroma confirmed by computed tomography (CT) and magnetic resonance imaging (MRI)".

Event description:
Patient reported left side "rupture and seroma confirmed by computed tomography and magnetic resonance imaging". The device remains implanted.